Manufacturer narrative:
The test strips were requested for investigation. The test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 381236) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 3 patients tested on coaguchek xs plus meter serial number (B)(4) compared to a hemochron laboratory instrument during correlation testing. Patient 1 result from the meter was 1.1 inr. The result from the laboratory was 1.7 inr. On (B)(6) 2019 patient 2 (male, date of birth (B)(6)) result from the meter was 2.5 inr. The result from the laboratory was 2.0 inr. On (B)(6) 2019 patient 3 (male, date of birth (B)(6)) result from the meter was 2.0 inr. The result from the laboratory was 2.6 inr. The comparison results were obtained within 4 hours of one another. The meter results were not reported to the patient's doctor. The therapeutic range for all 3 patients is 2.0 - 3.0 inr.